Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted due to hydrocephalus in (B)(6) 2017. In (B)(6) 2018, the patient began experiencing excessive saliva causing coughs. At the time of the report, the patient was hospitalized. It was stated that movement was ¿inconvenient¿ and consciousness was ¿not very clear.¿ the patient did eventually have the device adjusted, though it was unknown if the patient¿s symptoms resolved following the adjustment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was no malfunction of the device. The issue was resolved following an adjustment of the device.